Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported that one of their unit is alarming "vent inop". They checked the event log, and found a "motor fault" message. They replaced the turbine assembly and the unit stating working properly. This event occurred during pre-use, there was no patient involvement.

Manufacturer narrative:
Carefusion technical support shipped the foreign distributor a replacement turbine assembly, and issued a return goods authorization (rga) number to the distributor for the return of the alleged faulty turbine assembly for evaluation. As of 04/02/2015, the alleged faulty turbine assembly has not been received by carefusion. Once received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine and the turbine interface pcba. Unit came up vent inop with motor fault, circuit disconnect, and low ve. Replaced the turbine interface pcba with known good turbine interface pcba. The issue was corrected with the new turbine interface pcba. While the vent inop and motor faults were corrected the turbine was noisy and recorded circuit disconnect and low ve. After a few cycles the turbine would then stop running. Findings/root-cause: the issue was duplicated and isolated to the turbine interface pcba. This issue is addressed in an internal correction.